Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set leakage event on (B)(6) 2024. The leakage occured after 2-3 days of use. No further information available.